Event description:
Event description cpi received information that this implantable pulse generator (ipg) is exhibiting device inhibition. An invasive procedure found that the leads were connected to the reversed ports. The leads were placed in the correct ports and the issue was resolved.